Event description:
On (B)(6) 2010, pt reported the up and down buttons on the infusion device have become increasingly unresponsive over the past 1-2 months. At time of report, the down button was not functioning at all and the up button worked intermittently. Pt has used this infusion device for 2 yrs and boluses 4 times per day. Both up and down buttons pop up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. Pt switched to backup infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.